Event description:
This case was initially received via regulatory authority (B)(6) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and multiple sclerosis ("multiple sclerosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("constant very abundant menometrorrhagia"). In 2013, the patient experienced anaemia ("anaemia"), depression ("depression"), social problem ("social isolation") and fatigue ("extreme fatigue"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant) with hypotonia, muscular weakness and paraesthesia. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the pelvic pain and menometrorrhagia had resolved. At the time of the report, the multiple sclerosis and fatigue had not resolved and the anaemia, depression and social problem outcome was unknown. The reporter provided no causality assessment for anaemia, depression, fatigue, menometrorrhagia, multiple sclerosis, pelvic pain and social problem with essure. The reporter commented: period of occurrence of side effects: (B)(6) 2013. Constant very abundant menometrorrhagia and pelvic pain. Refusal of her doctor to pursue the investigations on allergy to heavy metals. She herself had to press for medical investigations, because she ran into a brick wall of incomprehension. Currently diagnosed with multiple sclerosis. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and multiple sclerosis was diagnosed. Essure was removed. No causality assessment for these events were provided by the reporter. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Multiple sclerosis is an unanticipated event. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. Consumer experienced pelvic pain about 3 months after essure insertion. Based on its nature, a causal relationship with essure cannot be excluded. Multiple sclerosis is a chronic, progressive and incurable disease of the central nervous system. Given essure's local action at fallopian tubes and considering that the event multiple sclerosis can be explained by the underlying disease, a causal relationship between this event and essure can be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and multiple sclerosis ("multiple sclerosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("constant very abundant menometrorrhagia"). In 2013, the patient experienced anaemia ("anaemia"), depression ("depression"), social problem ("social isolation") and fatigue ("extreme fatigue"). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant) with hypotonia, muscular weakness and paraesthesia. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. In (B)(6) 2013, the pelvic pain and menometrorrhagia had resolved. At the time of the report, the multiple sclerosis and fatigue had not resolved and the anaemia, depression and social problem outcome was unknown. The reporter provided no causality assessment for anaemia, depression, fatigue, menometrorrhagia, multiple sclerosis, pelvic pain and social problem with essure. The reporter commented: period of occurrence of side effects: (B)(6) 2013. Constant very abundant menometrorrhagia and pelvic pain. Refusal of her doctor to pursue the investigations on allergy to heavy metals. She herself had to press for medical investigations, because she ran into a brick wall of incomprehension. Currently diagnosed with multiple sclerosis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.916 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Report.